Event description:
It was reported that a clip jammed in a clip applier, and that the jaws of the instrument would not open to release the clip.

Manufacturer narrative:
Final investigation showed that the jaws of the device opened slowly, and that there was a bend in he shaft. The clips that were delivered upon testing came out with a proper pinch.